Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead - 2005 (B)(6). (B)(4).

Event description:
It was reported that both the right ventricular (rv) and left ventricular (lv) leads exhibited a loss of capture. Additionally, the rv lead exhibited high impedances and a possible fracture. The rv lead was capped and replaced, and the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.